Event description:
The patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, he experienced a loss of consciousness due to a hypoglycemic event. The patient reported that he did not hear the low alert on the dexcom cgm. He reported that his blood glucose was 27 mg/dl and dexcom's cgm read 46 mg/dl at the time of the event. The patient reported that medical intervention was not required; however his wife administered a glucagon shot. At the time of the call to dexcom technical support, the patient reported being in very good condition.